Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge fill estimate intermittently remained static. No reported adverse impact to the customer's blood glucose. Reportedly, the customer loaded a new cartridge successfully and received an accurate fill estimate.